Manufacturer narrative:
(B)(4). Actual date of event is unknown. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an evaluation could not be completed.

Event description:
It was reported that there was one clearlink continu-flo 3 portmanifold 10 dpm nv in which the manifold tubing was becoming disconnected, causing fluids to leak. The leaking was said to come from the stopcock portion of the tubing set. The sales representative was instructing the customer to remove the stopcock and the disconnections were no longer occurring. There was nothing unusual noted about the tubing and the leak was caught in time; therefore, there was no patient injury or adverse event associated with this report.